Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed (B)(6) 2010 and a leak was noticed on the (B)(6) 2010 on the dialysis catheter, on the venous side on the extension. It was replaced the same day and the replacement catheter has not given any problem.